Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. Other patient information: 190cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal 8f was used with no bleeding, and peripheral pulses stay off. Closure of the left superficial femoral artery shortly after leaving angio-seal 8f (according to surgeon "artery contracted"). Operative intervention was necessary. Patch plastic through vascular surgery. The patient's hospital stay extended until (B)(6) 2018. This was a left femoral artery puncture and there was vessel occlusion. The patient was hospitalized due to the event. The patient required a vascular patch implantation. An angiogram was performed to diagnose the vascular insufficiency and an obstruction to the blood flow was noted. The patient is stable and recovering. Additional information was received on 10/22/18. After deployment of the angio-seal there was no peripheral pulse palpable. After the operation the surgeon told the radiologist that the vessel walls were pulled tight. First the surgeon implanted a vascular venous patch (patients own vein) at anterior tibialis artery, and after that he implanted a patch on superficial femoralis artery. There were two patch plastics in one operative procedure. There were no issues with insertion, deployment or withdrawal of the angio-seal device.